Event description:
Reporter alleged blood glucose measured 222, 370, 237, & 26 mg/dl when all tests were performed within 10 minutes of each other. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.